Manufacturer narrative:
Additional, changed, and/or corrected data: b5 d9 h3 h6 based on the device analysis grid, the assessments of the complaint are: deflation: observed, opening in the valve bond edge side assessed as unidentified (tear) opening (shell thickness within specification) and observed delamination total of the plug strap disk shell (cohesive failure) additional observations: ¿ observed creases on the device. ¿ observed wear abrasion on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional observed "hole in valve, rear valve" during surgery.

Event description:
Device has been explanted and replaced.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Manufacturer narrative:
Initial reporter: email (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.